Event description:
It was reported by the customer that a bd pyxis¿ medbank user was unable to issue medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system was unable to issue medication. A technical support specialist (tss) reviewed logs, confirmed the upgrade 1.7 was successfully applied, ran mu and triggers check returned the correct value, checked and confirmed the remote support service was applied. The tss also checked the event viewer logs and found recurring daily 1.7 application errors emerged after the 1.7 upgrade. The tss connected to the cabinet in lmi, witnessed the customer adding the medication and clicking on issue button, but the button disappeared from the order patient list screen. The customer informed no drawer was opened. The tss clicked on home and exit button, restarted only the cubex application, the customer was then able to add the medication to the order patient list and issue it successfully. The tss also discovered that failed timeout brought the user to home screen rather than exiting, and the next issue attempt resulted in no screen progression or hw opening. The tss then informed the customer about the findings and advised to log out between medication issues as the current workaround until the root cause could be resolved with development. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6).